Manufacturer narrative:
Reference MFR report #2916596-2016-02524 for the report of gastrointestinal (gi) bleeding. (B)(4). Approximate age of device ¿ 3 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system produced elevated pump flow estimation and pump power. At the time, the patient¿s lactate dehydrogenase (ldh) was also elevated. The patient had been admitted on (B)(6) 2016 for suspected gi bleeding when the elevated pump readings and increasing ldh were observed. The patient has a history of previously unreported suspected device thrombosis. The system controller log file was reviewed by the manufacturer¿s technical services representative, and confirmed the elevation in pump power; however, the pump power then returned to the baseline values. The implanting center was to provide additional information as it becomes available. Additional information was requested but was not provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing. The distal portion of the driveline, the inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. Visual examination of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a flat, tissue-like deposition on one of the rotor¿s blades. Areas of this deposition were hard and denatured indicating that it was present while the pump was supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh, as well as the slight increase in power and decrease in pi that were noted in the submitted log file. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. It was initially reported that the patient was hospitalized. It was later reported that the patient also required intervention in the form of a pump exchange.

Event description:
Additional information: it was reported that on (B)(6) 2017 the patient underwent a pump exchange. The patient was implanted with another heartmate ii lvad.

Event description:
Additional information: it was reported that the patient¿s lactate dehydrogenase (ldh) had increased to 1800 u/l. The baseline for the patient was in the 300s u/l. No ramp echocardiogram was completed as pump powers were elevated as well. The patient¿s anticoagulation was on and off due to the previously reported persistent gi bleeding. On (B)(6) 2017 the patient was reported as stable on the new pump.